Event description:
In 2008, a customer contacted baxter's technical service enter regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) unit during dwell 2. The home patient (hp) disconnected prior to the se 2240 alarm, reconnected, and the alarm occurred. There was no patient injury or medical intervention indicated at the time of the initial report. On thirteen days later, during a follow-up call with the hp's nurse regarding the se 2240 alarm, the nurse indicated that the hp is currently in the hospital with peritonitis. The nurse indicated that the hp went to the emergency room with abdominal pain and cloudy effluent on nine days after the original date, and was sent home; however, the hp was admitted to the hospital on the next day, for peritonitis and hypotension. The culture taken of the effluent on the day before, came back as gram stain positive for staphylococcus coagulase negative. The hp was put on vancomycin but the dosage, regimen and route is unknown along with any other information at this time, as the hp is still hospitalized. During another follow-up call with the hp's nurse, the nurse indicated that the hp is still in the hospital. The nurse did indicate that when she visited the hp, she looked better than expected and her blood pressure has stabilized. The nurse also stated that the hp's blood pressure baseline is around 100/70. Therefore, the hp generally has a lower blood pressure. The nurse indicated the hospitalization was due to a drop in blood pressure to 70/50, which may have been caused by the peritonitis. In reference to the system error 2240 alarm, the hp reported, the nurse indicated that she has no information about the circumstances surrounding the alarm. However, she did state that the hp's mental status has deteriorated with age, so the cause of the alarm may have just been due to a lapse in judgement on the hp's behalf. As the hp is still in the hospital, the nurse had no additional information about the hp's status and committed to contacting product surveillance when further information is available.

Manufacturer narrative:
The actual sample was not available for evaluation. A follow-up report will be submitted if further information becomes available.